Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed due to a faulty row tray. A field service engineer replaced the row tray to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 3.1 and 3.2 had failed and not detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense narcotic medications to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.